Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2019 with the following findings: a visual inspection of the pump revealed the battery compartment had multiple cracks. The returned battery cap was stripped and was unable to secure to power on the pump. There was moisture damage observed in the battery compartment. A test battery cap was able secure enough and power up the pump. The pump was exercised for 12 hours using the test cap with no power interruptions occurring. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The battery compartment is allegedly cracked. The reporter denied damage to the battery cap.